Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had damaged. The customer¿s blood glucose was 100 mg/dl .troubleshooting was performed for damage and noted o-ring was out of infusion and reservoir fits in the pump but it won't lock into place. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.